Event description:
It was reported when using the bd pyxis medbank system oxycodone medication order did not crossing, preventing user from dispensing the required medications. The customer stated that they able to get the medication by override and confirmed that no delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station medication orders not crossing. A technical support specialist confirmed that the issue was resolved by integration team through cleaning the log files. The system functioned as intended after the integration team troubleshooted the device.